Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports they had images that looked like the system was misfiring they were so white, they appeared almost blank for 6 runs in a row. After that, the next time they stepped on the fluoro, the images were so dark they could not determine any anatomy so they aborted the procedure and rescheduled them in a different area of the hospital. Customer was asked about patient injury but no information was provided.

Manufacturer narrative:
The field service engineer (fse) was unable to duplicate the image problem. Fse found unit operating normally and checked system for proper operation per service checklist qssrwi4.3. System was returned to the customer fully functional. Fse uploaded the images direct to a shared server so varian / infimed could review. Later, a team comprised of a lieble flarsheim (lf) service representative and a varian/infimed tech support person went on site and determined the image quality issue was primarily due to the thales processing unit. They replaced the f3 flat panel and thales processing unit; and also performed a system calibration, did monitor adjustments, adjusted the collimator, made nexus lut table adjustment, reprogrammed the generator default techniques and reprogrammed filament drive/ramp speed. Image quality was much improved. Service team then completed a system verification according to service manuals and service checklist qssrw14.3 and returned unit to the customer for service.